Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Additionally, it was reported that there was a blockage in the cartridge luer lock connection. Customer's blood glucose (bg) level was "high"; value was not provided. A manual injection was administered to address elevated bg level. Reportedly, the pump supplies were changed to address the issue and insulin delivery was resumed.